Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Lot no., UDI and manufacture date not available for this instrument at time of filing. A system checkout was not required as resolution of the issue was confirmed at the time of the event. The passive ball probe was exchanged. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the passive ball probe was defective. It was confirmed that the that the tip of the instrument was totally bent. There was no patient present.

Manufacturer narrative:
The suspected instrument was returned to the manufacturer for analysis. Analysis found that the tip of the instrument was visibly bent. Analysis found that the reported event was related to a physical damage.

Manufacturer narrative:
Additional information: lot number, unique device identification (UDI) and manufacture date provided.